Event description:
It was reported that during a sigmoidectomy air leaked out from the seal of the trocar. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the b12lt was received with the lower ring, crown, and orifices of housing assembly, and the housing cap cracked. No functional test was performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.